Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the difficult to remove from anatomy appears to be related to patient anatomical conditions (huge flail of anterior leaflet). Device damaged by another device (caused damage) was a result of the user technique/procedural circumstances as due to the maneuvers to free this second clip from the anatomy caused migration of the first implanted clip. The poor image resolution appears to be related to procedural conditions and anatomical challenges as visualization was difficult due to the anatomy and imaging quality. The reported unspecified tissue injury appears to be related to procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.b1: adverse event/product problem. H1: serious injury h6: device code 1157- removed, device code 1212 removed and 1528 added. Patient code 4559 added.

Event description:
Subsequent to the initially filed reports, it was reported that the difficult visualization with the second clip was due to imaging quality. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report caused damage, clip caught on chordae, tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The clip delivery system (cds) (01010u144) with the first mitraclip was advanced to the mitral valve and noted difficult visualization due to the anatomy. The clip was implanted after being caught on the leaflets, reducing mr by half. The second cds (01017u184) was advanced to the mitral valve, with noted visualization issues with both the anatomy and the device itself, and the clip immediately became caught after entering the ventricle. The clip could not be freed and it also could not be implanted. There was noted to be a possible small perforation due to the clip entanglement. Troubleshooting was performed and the clip was able to be freed and the clip was then removed while still attached to the cds. It was noted after removing the cds that the first clip had been moved by the maneuvers of the second cds and mr had deteriorated again. Post procedure mr was 3-4. The patient is stable. No additional information was provided.